Manufacturer narrative:
The reported event of sensing noise was confirmed. A complete lead was returned in four pieces. Visual examination found multiple full breached outer insulation degradations proximal to suture sleeve tie impression which is consistent with the reported event sensing noise.

Event description:
Related manufacturer reference number: 2017865-2024-71897. New information received notes that the right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced due to noise over-sensing. The patient remained in stable condition.

Manufacturer narrative:
Correction: the correct d10 - the concomitant medical products and therapy dates should have been assurity MRI pacemaker only, rather than assurity MRI pacemaker and tendril lead.

Event description:
It was reported that the patient presented for a follow up visit in the clinic. Upon interrogation, it was discovered that the right atrial lead exhibited noise over-sensing. No intervention was performed. There were no patient consequences.